Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection noted the timing was disengaged. One fully applied device loading unit (dlu) with disrupted timing was received. One partially applied dlu with disrupted timing and a tack protruding was received. Microscopic inspection noted scratches on the inner tube of both dlus. The articulation knob functioned properly. The handle was actuated and cycled properly with no dlu attached. A test dlu could not be loaded onto the returned device due to the disrupted timing of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the single use loading unit (sulu). The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic incisional hernia, the device was initially loaded well. The device began firing poorly after 5-7 firings. Second reload went on with difficulty. Tacks appeared out of cycle. The device also had a grinding noise and it got worse with subsequent firings, louder when fully articulated. Eventually opened a new device. No injury.